Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 the surgeon was performing an open reduction internal fixation (orif) distal humerus and the head of a 2.7mm stainless steel locking screw broke off upon insertion through a 2.7mm locking compression plate (lcp). The screw shaft was left in and the head was removed. There was no foreseeable harm to the patient. The case was completed satisfactorily. There were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).